Event description:
Customer reported being unable to test and experiencing lightheadedness, dizziness, and blurred vision, which led her to drink orange juice. She lost consciousness and her daughter called 911. As a result, the paramedics brought her to king's county hosp, where she was treated in the emergency room. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.